Event description:
Revision surgery - pt had shoulder dislocation. During surgery, the surgeon noticed the glenoid component was loose. The glenoid was replaced with a new cemented component. A new humeral head was used to stabilize the shoulder.